Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the hospital for an intervention to address hematoma found visible in the device pocket. The hematoma was removed and the pre-pectoral pocket was cleaned. The device was repositioned into a new pocket site. The patient condition is well.